Event description:
During a facility eval of new devices, a report was received that a pt's rhythm was unreadable for the first 3 - 5 minutes of the call. No adverse effects to the pt were reported as a result of the alleged malfunction.